Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was explanted and replaced. The lead was returned to the manufacturer, analyzed and tested out of specification. Follow up with the physician's office indicated that the lead was explanted because the lead body showed torsion, suspicious of a potential fracture occurring in the future. Therefore, the physician decided to explant and replace the right ventricular (rv) lead. No patient complications have been reported as a result of this event.